Event description:
It was reported the stimulation was turned off. The leads were implanted on the base of the skull and were secured by a piece of metal. The leads came loose from the metal. This happened about (B)(6). There were no falls or trauma to the area. After increasing stimulation, it was felt on the left side, but not on the right. Stimulation was off for 2 hours and then back on. At that point, stimulation was not felt on either the right or left side. The implantable neurostimulator was implanted on the right "check." With the leads loose and flowing around, the patient can feel it moving. It was also affecting her right arm. The patient had an appointment scheduled the following day. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37083-20, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37083-20, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3587a, lot# lc0077, implanted: (B)(6) 2004, product type: lead. Product ID: 3587a, lot# lb9695, implanted: (B)(6) 2004, product type; lead. (B)(4).